Event description:
It was reported that the lead showed both intermittent threshold increase and decrease over the course of four years. When the patient experienced syncope combined with a traffic accident, the lead was replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "well".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.